Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') in a 37-year-old female patient who had essure (batch no. 646520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystitis and menorrhagia. Concomitant products included levothyroxine. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pain"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menstrual disorder, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: no evidence of fallopian tube opacification. Linear filling defect in the uterine cavity can reflect a scar or adhesion. Lot number:646520, manufacturing date:2009-06, expiration date:2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and fallopian tube perforation ('perforation from fallopian tubes') in a 37-year-old female patient who had essure (batch no: 646520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystitis and menorrhagia. Concomitant products included levothyroxine. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pain"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). The patient was treated with surgery (essure removal surgery and essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, fallopian tube perforation, genital haemorrhage, menstrual disorder, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009: no evidence of fallopian tube opacification. Linear filling defect in the uterine cavity can reflect a scar or adhesion. Lot number: 646520, manufacturing date: 2009-06, expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received: event: fallopian tube perforation was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), fallopian tube perforation ('perforation from fallopian tubes') and embedded device ('coils also extends into the myometrium') in a 37-year-old female patient who had essure (batch no. 646520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystitis and menorrhagia. Concomitant products included levothyroxine. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pain"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). The patient was treated with surgery (essure removal surgery and essure removal surgery). Essure was removed on 27-sep-2019. At the time of the report, the uterine perforation, fallopian tube perforation, embedded device, genital haemorrhage, pelvic pain, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, embedded device, fallopian tube perforation, genital haemorrhage, menstrual disorder, pelvic pain and uterine perforation to be related to essure. The reporter commented: essure device deployed leaving two to three coils in the intrauterine cavity on both side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: no evidence of fa l lopian tube opacification. Linear filling defect in the uterine cavity can reflect a scar or adhesion. Lot number:646520; manufacturing date:2009-06; expiration date:2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: mr received. Reporters information added. Event :coils also extends into the myometrium were added.rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') in a (B)(6) year old female patient who had essure (batch no. 646520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystitis and menorrhagia. Concomitant products included levothyroxine. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pain"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menstrual disorder, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: no evidence of fallopian tube opacification. Linear filling defect in the uterine cavity can reflect a scar or adhesion. Most recent follow-up information incorporated above includes: on 3-aug-2020: pif received- new events perforation, unusual periods and cramping were added. Removal date was added. Case became serious incident. Essure removal done. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.